Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire technical support reviewed the information given by the customer. It was determined that this is a known issue with vela main boards p/n 52850. The main boards are causing the transducer fault alarms. This issue was addressed with CAPA ca-2017-0206. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela ventilator alarmed transducer fault. The customer confirmed that there was no patient involvement associated with the reported event.